Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Event description:
During a procedure on (B)(6) 2013, the sagittal saw attachment spins continually. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional classification codes dzi, erl, hbe. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Investigation coordinated by synthes anspach. The customer's complaint that the device spins was confirmed via a functional assessment which determined that the cone sleeve spins. It was reported that this is due to normal wear over time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. ¿the lot number 1336093 belongs to the part 50152382, which is the housing of the article 05.001.039. The manufacturing documents of this housing were reviewed and no complaint related issues were found. This DHR review is indeterminate as the provided part/lot combination is incorrect because the history of the machine is unknown at synthes (B)(4) as documented in the local service centre.¿